Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. (B)(4).

Manufacturer narrative:
The information related to serial number and material number, lot number has been updated which was not available with initial report. The updated information has been provided with this report. (B)(4).

Event description:
It was reported that material number has been updated to mmt-1715k, serial number updated to (B)(4) and lot number updated to hg2fg72.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 99 mg/dl. The customer reported that they received a critical pump error image on the pump screen. Customer reported that they had received the open book image on the pump screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.